Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: power reset events were observed in the black box. The battery compartment was observed to be cracked from the threads to the case seal. Stripped threads were observed on the returned battery cap. A power loss was duplicated when trying to attach the returned battery cap to the pump. A new test battery cap was able to be tightened to the pump. A 24 hour duration test was executed in the pump using the new test battery cap and a 1.0 u/hr basal rate. No errors/alarms/warnings or power losses were observed during testing. Corrosion was visible in the battery compartment. A battery compartment leak was observed during a leak test. The pump cover was removed. No intermittent connections were observed. There was no evidence of internal moisture observed on the printed circuit board or the internal components.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump had lost power 3 times today and that after the battery cap had been replaced the pump worked for 2 to 3 hours then powered off again. The reporter denied damage to the battery cap and compartment, and there was no evidence of moisture or corrosion to the pump reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.